Manufacturer narrative:
Additional device produce codes jey, gxr. (B)(4). Device malfunctioned intraoperative. Device was not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient underwent a craniotomy procedure using a matrix neuro set. During the procedure, the surgeon was putting screws into a plate when the heads of three screws broke off. Also, when putting a screw into a plate the hole in the plate expanded so the screw could not thread into the plate. The surgeon decided to leave the screw out of the hole. All of the broken screws and screw heads were removed easily without any additional intervention. The entire construct included 4 plates and 19 screws. There was a five minute delay. The procedure was completed successfully and the patient status was reported as stable. Concomitant medical products: ti matrixneuro screw self-drilling 5mm (part# 04.503.105.01, lot# unknown, quantity 16); ti matrixneuro box plate 10mm x 16mm (part# 04.503.073, lot# unknown, quantity 1); ti matrixneuro burr hole cover 17mm (part# 04.503.023, lot# unknown, quantity 2). This report is for one (1) ti matrixneuro screw self-drilling 5mm. This is report 3 of 3 for (B)(4).